Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dilator unraveled". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a broken peel-away tab was able to be confirmed by the photo. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The report of a broken peel away sheath tab was confirmed through complaint investigation of the customer supplied photos. Visual analysis of the photos revealed that the sheath extrusion had separated from one of the tabs. Based on the customer report and the sample received , manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "dilator unraveled". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".